Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray and required a system reboot to regain system functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the filament interface board were replaced and the filament was calibrated during the service call. The service was tested and found to be working as intended and put back into service.